Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a radio frequency ablation (rfa) procedure to treat gastric antral vascular ectasia (gave), the generator stopped working and displayed error messages h17-cycle power, p07-cycle power, and p17-cycle power. The system was switched off and reset. The cables were disconnected and reconnected, and the power socket was also changed, but it never started working again. Furthermore, the pedal ring nut no longer tightens properly. The event led to an extension of the patient's hospitalization by seven days. There was no patient or user harm.

Event description:
It was reported that during a radio frequency ablation(rfa) procedure to treat gastric antral vascular ectasia (gave), the generator stopped working and displayed error messages h17-cycle power, p07-cycle power, and p17-cycle power. The system was switched off and reset. The cables were disconnected and reconnected, and the power socket was also changed, but it never started working again. Once switched on using the power button, the display showed nothing and the unit made a noise. After a few attempts, it switched on, but it could only be used by pressing down with one¿s hand on the power cable at the end connected to the generator. The cable was replaced, but the problem persisted. Furthermore, the pedal ring nut no longer tightens properly. The patient had a deep sedation, not a general sedation. The event led to an extension of the patient¿s hospitalization by 7 days due to concerns about not wanting to lose priority for a bed, so the patient was kept until the next appointment, with a new generator scheduled to plan the next procedure. There was no patient or user harm.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a radio frequency ablation(rfa) procedure to treat gastric antral vascular ectasia (gave), the generator stopped working and displayed error messages h17-cycle power, p07-cycle power, and p17-cycle power. The system was switched off and reset. The cables were disconnected and reconnected, and the power socket was also changed, but it never started working again. Once switched on using the power button, the display showed nothing and the unit made a noise. After a few attempts, it switched on, but it could only be used by pressing down with one¿s hand on the power cable at the end connected to the generator. The cable was replaced, but the problem persisted. Furthermore, the pedal ring nut no longer tightens properly. The event led to an extension of the patient's hospitalization by seven days. To avoid losing priority for a bed, the patient was kept until the next appointment with our device. There was no patient or user harm.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.